Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer's blood glucose was 156 mg/dl. Customer stated she carries the device in her pocket, but it could have been any of the things mentioned. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. The insulin pump was received with minor scratches on display window, cracked belt clip slot, cracked reservoir tube lip and cracked reservoir tube.